Event description:
It was reported that before infusion, the pump exhibited a very low sound volume. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the downstream sensor seal is worn. Functional testing found the customer reported problem was duplicated. Testing the alarms sounds in mu mode, found that the device has low sound when pressing buttons. Recommend replacing the front piezo. Additionally, due to the high alarms found in the history logs, recommend replacing the downstream sensor. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: h6: health effects - clinical signs and symptoms or conditions